Manufacturer narrative:
Reference number (B)(4). Catalog number is the similar us list number, the international list number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Bezoar is a known complication of a peg- j tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2019, the j-tube was changed because it was occluded due to kinking and knotting. In (B)(6) 2020, the peg tube was inserted quite deeply after the external fixation plate of the peg-j tube came off. Following this episode, the patient visited the department because of postprandial abdominal pain which appeared within minutes of eating and lasted for two to three hours, similar to the feeling of a peg-j tube being pulled in. However, his neurological symptoms were stable, and the lcig pump alarm detected no high pressure. A physical examination showed slight abdominal tenderness at the right side of the peg, no abdominal distension, and no rebound abdominal tenderness. The j-tube was able to be flushed. Abdominal radiography showed that the tip of the j-tube had been inserted deep into the pelvic jejunum, and a knot was found at the tip of the j-tube. Abdominal computed tomography displayed a hypodense mass containing air in the jejunum at the tip of the j-tube, and the position of the gastric fixation plate was maintained. Because phytobezoar at the tip of the j-tube was suspected, the j-tube was manually removed under x-ray fluoroscopy and endoscopy. Upper gastrointestinal endoscopy showed that an undigested vegetable was entangled at the knot at the pigtail-shaped part of the j-tube, forming a phytobezoar. After removing the j-tube, the postprandial abdominal pain disappeared. One week later, j-tube replacement was performed, and the gastrointestinal and neurological symptoms have remained stable since.